Manufacturer narrative:
The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the calcified right common femoral artery (rcfa) via 14fr sheath, using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the lever was lifted to deploy the foot; however, when the proglide device was pulled back to position the foot against the arterial wall, the device came out of the artery. After removal it was noticed that the foot was broken and the location is unknown. Two additional proglide devices were used for successful suture placement using the preclose technique. The tavi procedure was completed and hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b3. Calcification was present at the access site.